Event description:
Per the field clinical specialist, during a transcatheter aortic valve replacement procedure using a 23 mm sapien 3 ultra resilia valve implanted inside a pre-existing edwards surgical valve, the balloon ruptured during valve deployment. A non-edwards balloon was subsequently used successfully to fracture the surgical valve. The balloon was then pulled back into the sheath; however, it was observed that the end of the sheath was crinkled following withdrawal of the balloon. After removal of the delivery system, a perforation of the external iliac artery was observed. A covered stent was successfully placed to control bleeding at the site. At the end of the procedure, the patient was reported to be stable. Review of imaging demonstrated that the balloon burst both radially and longitudinally, with bunching noted at the distal end. No balloon fragments were observed to be missing. Per medical record review, the patient presented following a recent hospitalization with heart failure and shortness of breath and subsequently underwent a valve in valve procedure. The valve-in-valve procedure was complicated by delivery system balloon rupture, possibly due to a calcium nodule at the sinotubular junction. After multiple attempts, the operator was able to remove the delivery system balloon through the esheath. Post-dilation was performed using a non-edwards balloon, and the sheath and delivery system were removed. A perclose suture was attempted and was unsuccessful. A right femoral aortogram demonstrated a laceration of the right external iliac artery, reported as likely due to traumatic injury from the sheath and ruptured balloon. The patient underwent balloon tamponade using a 6 x 40 mm non edwards balloon, followed by placement of an 8mm x 50mm a non-edwards stent in the right external iliac artery.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Three dimensional imaging (3mensio) was provided for review, which demonstrated calcification within the landing zone. The imagery received showed that the balloon ruptured both radially and longitudinally, with bunching noted at the distal end. No missing balloon fragments were observed. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of a balloon burst was confirmed based on the imagery provided. Available information suggests that patient factors (calcification) likely contributed to the event as the customer reported, "the delivery system balloon rupture (burst) possibly due to the calcium nodule at the stj" and 3mensio confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported event of withdrawal difficulties has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event. Balloon burst can create an altered profile that may have made it more susceptible to catching on the distal end of sheath tip, which could have contributed to the reported withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.